Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, black rubber object was found in the nozzle. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the evis lucera elite colonovideoscope had foreign material (black rubber) clogged in the scope nozzle due to insufficient or incorrect reprocessing of the scope. The event occurred during inspection before use, prior to an unknown procedure. It was reported that the procedure was completed using the same device with no delay. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to improper reprocessing by the user facility. The instructions for use (IFU) (operation manual) says to inspect air/water feeding prior to use at ¿3.8 inspection of the endoscopic system¿. Moreover, the IFU (reprocessing manual) warns as follows: ¿to prevent clogging of the air/water (a/w) nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor field performance for this device.